Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated the patient was revised due to multiple dislocations. Abundant scar tissue with thick capsule noted. There was some burnishing of the metal of the external surface of the acetabular component superiorly from the chronic dislocations, but the locking mechanism and lock ring were intact and the cup was well fixed. Alignment was adequate. The femoral component appeared to be well fixed as well and alignment was good. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head cat#00877503602 lot#2789999, zimmer neck cat#00784802300 lot#63121616, zimmer cup cat#00620205822 lot#62969060, zimmer stem cat#00771301200 lot#63063335, zimmer bone screw cat#00625006535 lot#63135763, zimmer bone screw cat#00625006530 lot#63116688, zimmer bone screw cat#00625006525 lot#63091990. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had initial right total hip arthroplasty. Subsequently, the patient was revised approximately 4 years later due to pain and recurrent dislocations. During the revision, thick scar tissue, pseudocapsule, and implant wear was noted within the joint. The head, neck, and liner were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.